Manufacturer narrative:
This supplemental report is being submitted to provide the UDI.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and legal manufacturer investigation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: e300 errors (clv scope err). The legal manufacturer speculate that this was caused by the fixation of the socket slider switch in a pushed state. It was presumed that the fixation was caused by the user connecting the scope with liquids and foreign objects, or cleaning the output connector. The legal manufacturer refers to the IFU e300 errors (clv scope err). Scope connection and cleaning of the and output connectors is described below in the instructions for use. This could have prevented. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed due to the scope socket slider switch being stuck and pressed down. The slider switch was cleaned and resolved the ¿e300¿ error. The unit passed all functional tests and was equipped with new type switch. The olympus lamp was at less than 50 hours, light and air output were within specifications. There was minor wear on the unit¿s front panel not affecting functionality. The unit was repaired and returned to the customer. The instruction manual states ¿wipe the surface of the light source using a soft, lint-free cloth moistened with medical-grade 70% ethyl or isopropyl alcohol to remove dust, dirt, etc. Dry the light source thoroughly.¿

Event description:
The service center was informed that during maintenance, the device front panel was blinking/flashing with all the leds on and stuck in boot sequence. An ¿e300¿ error message was observed. There was no patient involvement.